Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a contact detach infusion set, with sensor data unavailable due to an expired cgm and no fingerstick meter on hand; the care team assisted with changing the infusion set and cartridge, resumed insulin delivery, and guided the patient through initiating a new sensor warm-up. Symptoms included reported high blood glucose without acute clinical effects. Outcomes included continued home monitoring without medical intervention. Investigation included device use review, troubleshooting, and user education by customer support. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no evidence of device malfunction identified during troubleshooting. It was concluded that the event was user-managed with guidance and that a definitive root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.